Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up it was noted the right atrial (ra) lead had migrated into the left atrium and high thresholds were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.